Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was going to have their pump reprogrammed at the time of the incident. The customer was given carbs, glucagon, and d50 to treat. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The day after the low incident, the customer had levels of 300 mg/dl all day and could not seem to bring them down. The insulin pump will not be returned for analysis.